Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon connection of an interlink system non-dehp t-connector extension set and pulling back on syringe for blood draw, blood leaked out of tubing through split in tube. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection, clear passage testing, and pressure testing were performed. Visual inspection and pressure testing revealed that the tubing was damaged. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.